Event description:
It was reported that the customer experienced high blood glucose. It was also reported that the customer received a sensor error alert. Blood glucose value was 469 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.